Manufacturer narrative:
It was reported that the conformis custom stem did not fit properly during surgery. The surgeon had to make an intraoperative conversion to an off-the-shelf stem to complete the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the conformis custom stem did not fit properly during surgery. The surgeon had to make an intraoperative conversion to an off-the-shelf stem to complete the procedure.